Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taperloc stem, unknown ringloc shell, unknown ringloc liner. (B)(6). Report source, literature - hossain, f. Et al (2017). Early performance-based and patient-reported outcomes of a contemporary taper fit bone-conserving short stem femoral component in total hip arthroplasty. The bone & joint journal, 99-b(4), 49-55. Doi: 10.1302/0301-620x.99b4.bjj-2016-1291.r1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10338, 0001825034-2017-10340, 0001825034-2017-10341. Remains implanted.

Event description:
It was reported in a journal article that there was one case of superficial haematoma coincident with the taperloc microplasty femoral component, regenerex ringlock + acetabular shell, and vitamin e enhanced polyethylene liner (hxlpe). Attempts have been made and additional information on the reported event is unavailable.